Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced batteries. The system operates as intended.

Event description:
The customer reported the error code "precharge failure and regulator failure" displayed on the system.